Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had an overdischarge (0x8). It was reported that the power on reset (por) was cleared and there were no impedances out of range. It was reported that the patient was educated about the need to charge and how to charge and the overdischarge issue was resolved. The patient reported via the manufacturer representative reported that the recharger was not charging the battery, and the battery was not charging and the display was asking for different antenna position. It was also reported that the patient has not used the recharger for 2-3 months. Additional information received from the patient stated that the insr recharger was frozen and a ¿put antenna on body¿ screen was seen. The patient reported that they have problem with the ins recharger (insr). The patient reported that they have a broken connector pin on the desktop charger. It was reported that the patient had a loss of stimulation and has not been able to charge his ins since (B)(6) 2017. The patient reported that they had troubleshooting with repair service and the insr was working fine but as soon as they hung up, they cannot get it to start again. The patient reported that they had the same issue a day prior to the report when they met with the manufacturer representative at the healthcare professional (hcp) office where they got everything working fine and when they got home it couldn¿t charge. The patient reported that troubleshooting was initiated and the issue was resolved. The patient was sent a replacement recharger but the patient called and stated that they got the replacement insr and they were still getting 0 bars, and got up to 6 bars on the day of the report. The patient reported that they visited the hcp and the hcp confirmed that there was no issue with the implant site. The patient reported that they tried the al feature but now saw a ¿picture of a person with a line¿. The patient was reviewed that they should not attempt al feature when not speaking with pats, as missteps can cause an error. The patient reported that they got 6 bars while a friend/family member was holding the implant against their body and the boxes will go away when let go. The patient reported that the belt doesn¿t help therefore an adhesive disc was requested to be sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.